Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power supply. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed exposed frayed wires on the power supply. The power supply was not tested due to the observed frayed/exposed wires. The power cord was plugged in and connected to a test power supply, the green light on the test power supply turns on indicating the issue was isolated to only the power supply.